Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01572. This report is associated with MFR report number: 3005168196-2020-01571.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed, and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01571.

Event description:
The patient was undergoing a coil embolization procedure in the middle hepatic artery using ruby coil lps, guide catheter and non-penumbra microcatheter. During the procedure, while attempting to advance a ruby coil lp, the hospital technician experienced resistance and the ruby coil lp would not advance from the starting position within the introducer sheath. Therefore, the ruby coil lp was removed and the microcatheter was flushed with saline. It was reported that the ruby coil lp was also placed into a bowl of saline. While making another attempt to advance the same ruby coil lp, the physician experienced the same resistance; subsequently, the pusher assembly of the ruby coil lp became bent and, therefore, it was removed. The physician then placed a new ruby coil lp in the target vessel. While attempting to advance another ruby coil lp, the physician initially experienced resistance while advancing the coil from the starting position within the introducer sheath. Subsequently, the ruby coil lp was able to advance past the friction lock within the introducer sheath, and was successfully placed in the vessel. The procedure was completed at this point. There was no report of an adverse effect to the patient.